Event description:
Caller alleging discrepant low inratio reading. Date: (B)(6) 2013; inratio: 3.0; lab: 6.0. Time between testing five minutes. Patient's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.